Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1277546) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported her adc blood glucose meter turns on when the button is pressed, but not with test strip insertion. Customer noted this was an intermittent issue. Customer further reported that on (B)(6) 2013 she began to feel as if her sugar was low. Customer couldn't remember her exact symptoms, but noted that she may have "foamed in the mouth". Paramedics were called and upon arrival customer was "shot with something" and then transported to a local healthcare facility. At the hospital customer was diagnosed with hypoglycemia. Customer did not know what additional treatment may have been rendered. There was no report of death or permanent injury associated with this event.